Manufacturer narrative:
B4 - date of this report: 02-oct-2025 corrected to 03-oct-2025 initial MDR h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
Pb the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was exchanged for a different model and power but same length lens. The problem was resolved. Cause of the event is unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - health effect clinical code: 4581 - rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).